Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and borderline diabetic ketoacidosis on (B)(6) 2018 with blood glucose of 436 mg/dl. At the time of incident and current blood glucose level was 327 mg/dl. Customer states that they found approximate size of air bubbles is soda sized and multiple bubbles, different sizes in the tubing/reservoir. The customer was treated with manual injection intravenous fluid. The insulin pump will not be returned for analysis.